Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently not available.

Event description:
The customer facility reported via phone call that their acl graft knife 10mm/ 10 pack failed prior to an acl reconstruction case due to hair being on the inside of the packaging. This was pulled prior to the case and completed by using another like device. This wasn't used in the case so there were no adverse patient consequences or time delay. The device is being returned for review.

Manufacturer narrative:
Depuy synthes mitek received and evaluated the complaint device. The complaint device was received sealed in its original packaging. Visual inspection of the device revealed a hair inside the sealed sterile pouch, confirming this complaint. Based on the location of the foreign matter, it can be determined that this issue occurred during packaging of the device. Review of the device history record indicated that this batch of product was processed without incident. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. Nr was opened to further investigate this issue. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. (B)(4).